Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8, h2, h3, h6, h11. The complaint was not confirmed, due to no product return, a device evaluation could not be performed. In addition, there were no specific device allegations to investigate. The most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to (B)(6).

Event description:
The patient underwent multiple spiration valve placement in the right upper lobe under general anesthesia. One 9 mm valve was placed in rb1, one 9 mm valve was placed in rb2 and one 9 mm valve was placed in rb2. Approximately 6 weeks post procedure the patient had two subsequent copd exacerbations. The patient felt they were doing worse with the valves and requested they be removed; removal occurred on (B)(6) 2024. Post procedure, the patient was started on a one-week course of prednisone 40 mg orally daily and levaquin 750 mg orally daily. The patient was discharged post removal.